Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that ink stains were on the packaging of the stapler and it went through the packaging paper. The device is not sterile anymore, we cannot use it. There was no patient involvement.